Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement of less than 20 ohms. The cause of the oor sli was not determined. Additional information received that the patient heard more tones as the crt-d was near elective replacement indicator (eri). The physician performed change out and replaced the device successfully. The lead was not explanted as no other oor shocking lead impedance daily (slid) noted. No noise on shock channel and unable to elicit any noise on shock channel with pocket manipulation or patient isometrics. The device was explanted and the rv lead remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.